Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The device's event history log was not able to be downloaded. The device was powered up and it alarmed error 1144 which is an issue with the circuit board. The reported issue was confirmed. It's recommended to replace the circuit board. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that cadd legacy 1 pump alarmed 1144. There was no patient involved.